Event description:
The patient reported throbbing in the left arm and "hurting collarbone." She believes that the device has shifted. Follow-up information received reported the device was working fine. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.